Event description:
Caller reported that pump housing and usb port were damaged, leading to charging difficulties and shutdowns, although there was no adverse impact to customer¿s blood glucose level. Specific incident causing damage was unknown, attributed to normal wear and tear. Technical support resolved issue by sending replacement pump with updated software, and customer was instructed on returning faulty pump and programming new device. Customer planned to continue using current pump for insulin delivery until replacement received.